Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed black screen and the station showed offline on remote support service (rss). A field service engineer (fse) found that the station was powered on, but drawers 1 and 42 were not on the bus. The engineer replaced the module controller printed circuit board (pcb), but the reboot failed. The engineer then replaced both drawer controller pcbs and the module pcb. The fse confirmed that the unit started up normally, assigned drawer module 4, and performed a self-test through the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had black screen and went offline on remote support service. Customer tried to recover and reboot the station however the efforts were unsuccessful, and customer had plugged and unplugged the cables, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.